Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side mild pericapsular accumulation of fluid, pain, changes in shape and density.

Event description:
Device was explanted.

Manufacturer narrative:
Photos of the device have been received. Evaluation not yet begun. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side rupture. The device has been explanted and replaced.

Event description:
Patient reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is a medical event. That is not related to the device. Seroma-late: unable to observe, as it is a medical event. That is not related to the device. Visibility/ palpability: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.